Manufacturer narrative:
Upon receipt, the device had no telemetry due to battery depletion. The device was tested on the automated test system with a replacement battery. No anomalies were found. The battery was sent to the vendor for destructive analysis. No anomalies were found. Since the archived data was not returned from the field, a longevity estimate could not be performed. The cause of the battery depletion was not determined.

Manufacturer narrative:
Na

Event description:
It was reported that following a pre-deployment angiogram, an 8f angio-seal was selected for use. The device was pulled back approximately 1 cm beyond the compaction tube marker. One day later, during dialysis with heparin, the pt experienced bleeding. The pt's hemoglobin level dropped to 6-7g/dl and blood transfusion was given (unit unk but was a significant amount). The pt recovered and was discharged from the hospital. The physician stated that the pt could have experienced bleeding due to the punctured hole that was torn due to arteriosclerosis induced by dialysis. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present. No additional info is available.

Event description:
It was reported that the ventricular lead exhibited greater than 2000 ohms impedance and loss of capture. The lead was capped and replaced. It was noted that the patient had undergone a cancer removal surgery near the pulse generator. The patient was not pacemaker dependent.